Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 319.006, synthes lot #5796738, supplier lot # na release to warehouse date: june 3, 2008 manufactured by synthes brandywine no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# 5796738, qty# 1) was received at us customer quality (cq). Upon visual inspection at cq, it was observed that the needle component of the device was bent and broken. No other issues were identified with the returned device. Device failure/ defect found? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. The outer diameter of the needle component was measured to be within the specification. Documentation/ specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed: -depth gauge for 2.0/2.4mm screws: current and manufactured revisions were reviewed -needle: current and manufactured revisions were reviewed. No design issues or discrepancies were found during this investigation. Complaint confirmed? Yes, the device was received broken. Hence confirming the allegation. Investigation conclusion: this complaint condition was confirmed for depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# 7648509, qty# 1). No definitive root cause could be determined based on the provided information. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues, or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, depth gauge needle broke at proximal end. Procedure was completed successfully with no patient consequences and was 4 minutes delayed. This report is for 1 depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for complaint (B)(4).